Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The shaft covering is heavily damaged and has heavy tool marks in the middle, causing a hole in the covering and exposing the metal shaft below it. The opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as normal and had no issues activating coag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (pressing the shaft against rough or sharp surfaces or an impact event inconsistent with normal use.). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a tonsillectomy and adenoidectomy, a procise ez view wand had an irregularity on the sheath, it was exposed. The procedure was resumed, after a delay of less than 5 minutes, using an equivalent s+n back-up. After the procedure, a similar appearance was noted on a second wand. No further complications were reported.